Manufacturer narrative:
Not avail.

Event description:
This spontaneous report ((B)(4)) from the united states of america was reported by a 64-year-old female consumer via the health authority (FDA medwatch program) and followed up by a survey, who reported severe urinary tract infection, chest congestion, and cough after using the replens vaginal moisturizer reusable applicator. On an unspecified date (prior to the symptoms starting), the consumer initiated replens vaginal moisturizer reusable applicator weekly (about 4 applications), topically. On (B)(6) 2024, after using the product, she reported being diagnosed with a severe urinary tract infection. In addition, she suffered from respiratory symptoms (chest congestion and cough). After that, she sought medical attention in the emergency room and was prescribed antibiotics (unspecified). Later, she stopped using the product. At the time of this report her symptoms had persisted. No additional information was available. The action taken with replens vaginal moisturizer reusable applicator was not applicable. The outcome of the events was not recovered.